Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0psxl, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0psxl, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare representative via a rep regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not having symptom control. Had implant from another doctor, implant was never properly registered. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was reported. Performed. A lead revision occurred. No further symptoms or complications reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0psxl, implanted: (B)(6) 2018, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the lead was left in place, in the patient¿s body and was not in use. No further complications were reported.